Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm3950202] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
(B)(4). Two moss miami single innie final tightener [product code: 2797-12-600, lot no: gm3950202, gm4133505] were returned to the complaints handling unit (chu) for evaluation. Both of the final tighteners were found to have had their hexlobes stripped in a manner that is consistent with their direction of rotation. This wear to the instrument starts at the distal tip and reaches approximately one third of the way down the length of the hexlobes. This damage could potentially occur if the tighteners were not fully inserted into and flush with their associated set screws during tightening. The torque is instead applied to a limited surface area, damaging the tighteners¿ hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the final tighteners stripping cannot be determined from the samples and the information provided. A potential root cause may be that the tighteners were not fully inserted into and flush with their associated set screws during tightening. This would cause torque to be applied to a limited surface area, damaging the tighteners¿ hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tlif procedure. The tip of the castle tightener broke off during use. Both broken parts were recovered. The tips of the final tighteners wore out during final tightening. 10 minute delay to surgery.